Event description:
Wljefk;lasjfasd s'ldfknasd'lfknasdf'lk as'dlfkasd'lfkasjdf'laksjfsalkjdsalkf

Event description:
Hsg procedure: catheter & procedure completed. Dr tried to deflate the balloon on catheter for removal and balloon would not deflate. She tried manipulating catheter and syringe but no success. I cut tubing to see if air would come out and deflate balloon, but no success. Finally she pulled catheter out w/ balloon inflated. Balloon deflated after removal thru the cervical canal. Dr had this same problem with 20 catheters, but she was able to deflate the balloons before removal. No info available of those catheter lot #s.